Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure of the complaint device cannot be complete. The lot number of the disposable handle was not provided; therefore, a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. The procedure was performed outside of the prescribed steps of the procedure. More specifically the cervical dilation was stopped at 5 mm instead of the prescribed 7 mm, which potentially led to a forced device insertion and resultant injury to the uterine wall. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
It has been reported that a minerva procedure was performed in a (B)(6) nulliparous patient suffering from aub. Cervical canal was dilated to 5 mm. Pre-procedure diagnostic hysteroscopy was performed and did not reveal any pathology. The minerva device was inserted and deployed in green. Uit was initiated and passed on first attempt. This was followed by 41 seconds of ablation, at which point the system declared the 002 alarm and stopped. Device was removed and replaced with a second device. Second deployment was also in the green. Uit was initiated and passed on first attempt. This was followed by the balance of 79 seconds of ablation. Upon completion the device was unlocked and removed. Post-treatment hysteroscopy was performed. The cavity appeared fully ablated with no evidence of poor cavity distention. The patient was discharged shortly thereafter. 6 days after the procedure the patient presented with symptoms of nausea and vomiting. CT was performed but was inconclusive. Wbc was within normal limits. The patient was hospitalized for observation. 3 days later the patient started exhibiting symptoms of acute abdomen. Wbc was elevated. CT was repeated and the patient was diagnosed with injury to the bowel. Bowel resection and end-to-end anastomosis were performed. Patient is recovering normally.